Manufacturer narrative:
The failure investigation has been completed and the reported issue was verified in the logs; however, no failure was identified. In addition, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The user's blood glucose level was not impacted. There was a delay in clearing the alarm; however, insulin delivery was resumed.